Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - the investigation of the returned unit could not duplicate movement. However, the lock has rotational and lateral movement and a residue buildup is present. As a result, new components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed. The unit does have a slight movement in the lock, but when under pressure, it did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) moved while connected to the patient's head. No information has been provided on patient injury or surgical delay.